Manufacturer narrative:
The customer provided their cleaning, disinfection, and sterilization process. The scopes are pre-cleaned by aspirating water through the instrument/suction channel. The air/water channel and auxiliary channel are also flushed. The detergent used for pre-cleaning is ddn9. The instrument/suction channel, the suction cylinder, and the instrument channel port of the scope, are manually cleaned with an asept inmed (ref: 201790) brush using ddn9 detergent. The automated endoscope reprocessor (aer) used is a soluscope s4 (non-olympus), using soluscope cln detergent, and soluscope paa disinfectant. Scopes are stored horizontally in an eset dsc8000 cabinet (non-olympus). Olympus is the maintenance company for the scope. The scopes are not sterilized. The aer was also tested for microbiological contamination; however, the test results were not provided. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Less than one (1) colony forming unit (cfu) of revivable micro-organisms were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. After the additional microbiological testing, the device was returned to an olympus service center for further evaluation. During inspection and testing, no issues were identified. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and tested positive for more than 100 colony forming units (cfus) of citrobacter cloacae and more than 100 cfus of burkholderia cepacia. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. Additionally, no device defects were found during inspection. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.